Manufacturer narrative:
This lead was subjected to an extensive analysis. In the available iegms the occurrence of noise was observed in the atrial, right ventricular as well as the far-field channel, confirming the clinical observation. This lead was found dissected upon receipt. The inspection revealed multiple abrasion marks on the fragments of this lead. In particular, the lead presented a rubbed through insulation in the area of the ICD can. This is consistent with the abrasion marks present on the ICD can as well as the available iegms. These damages can be considered to be the root cause of the clinical observation. Based on the characteristics and location of these damages, it is reasonable to assume that the leads had been subject to severe mechanical stress in the implanted state as a result of the interaction with the ICD can. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - oversensing with inappropriate shocks was reported after 55 months of implant duration. The whole system was explanted. No other adverse patient side effects were reported.